Manufacturer narrative:
The reported event did not occur during patient management. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller experienced a system self check failure and software issues. The device was rebooted multiple times, but the issue persisted. There was no noted patient involvement. The device was removed from service in response to the failure.

Manufacturer narrative:
The root cause of the ¿system self check failure¿ was determined to be power manager corrosion due to leakage of the electrolyte from the battery failure alarm super caps.